Event description:
Literature: foltynie t. Zrinzo l, martinez-torres I, et al. MRI-guided stn dbs in parkinson's disease without microelectrode recording: efficacy and safety: j neurol neurosurg psychiatry. Apr 2011:82(4):358-363. Summary: this series describes the outcomes of 79 consecutive pts that underwent bilateral stn dbs between (B)(6) 2002 and (B)(6) 2008 using an MRI-guided surgical technique without microelectrode recording. Pts showed significant improvements in dyskinesia duration, disability and pain, with a mean reduction in on-medication dyskinesia severity from 3.15 pre-operatively to 1.56 post-operatively. Quality of life improved by a mean of 5.5 points on the parkinson's disease index. This series confirms that image-guided stn dbs without microelectrode recording can lead to substantial improvements in motor disability of well selected pd pts with accompanying improvements in quality of life and with very low morbility. Reportable event: the authors report that in one pt, the procedure was abandoned because of prolonged superficial bleeding from a cortical vein and the consequent csf leakage from the dural opening resulted in a brain shift away from the skull. A decision was taken not to implant the permanent electrode after homeostasis was secured. Post-operative recovery was uneventful with no evidence of hemorrhage on postoperative imaging.

Manufacturer narrative:
(B)(4).